Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was in surgery last week and it seemed like they had gone down in numbers at night. The patient stated they were down at 0.2 right now and it was just biting their lower butt and into their leg. The patient stated it felt like it was biting into their rectum. When asked when this pain started, the patient stated it had been going on ever since they got the implant last week but it had been really bad the last two days. The patient was redirected to their healthcare provider (hcp) to further address the issue.